Event description:
Customer reported that the insulin pump alarmed for a failed battery test and that the screen went blank. The display did return. The blood glucose reading was 140 mg/dl. He stated that the battery cap contacts were not missing or damaged. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.